Event description:
It was reported the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 10-may-2022 via email and attached to complaint object: all issues with this pump were found during testing. No patient involvement was indicated to me, or our technician, at the time of service. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Unable to performed "calibration" for the returning pump due to a faulty latch lock optical cam flex. Latch lock optical cam flex was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.